Event description:
Part of the tip from the vasoview hemopro device used to harvest leg vein broke off in the pt's leg. It was visualized and retrieved through an additional incision. Endoscopic vein harvest associated with CABG.